Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via website posting issues with quick set and high blood glucose. The customer's blood glucose was 400+mg/dl at the time of incident. It was reported experiencing delivery problems with the quick-sets which caused the high blood glucose. This caused an increase use of insulin which causes issues of with insurance coverage. Customer stated experienced issues with the reservoir (o ring collapse & cap falling off, causing a loss of a full reservoir of insulin). Customer unable to be reached to trouble shoot the problems. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.